Manufacturer narrative:
Additional information: describe event or problem .

Event description:
It was reported that there was air in line but the device did not alarm when the bottle had emptied and the tubing was approximately one to two inches below the pump. There was patient involvement but no harm. Per customer's report, the investigation was performed by a third party servicer. It was found that the device needed recalibration. After the re-calibration, all units passed all tests and were found to be within manufacturer¿s specifications for all parameters.

Manufacturer narrative:
Omit: a090103 - no audible prompt / feedback (2282), g0600101 - alarm, audible. Additional information: imdrf annex a,b and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that there was air in line but the device did not alarm when the bottle had emptied and the tubing was approximately one to two inches below the pump. There was patient involvement but no harm.

Event description:
It was reported that there was air in line but the device did not alarm when the bottle had emptied and the tubing was approximately one to two inches below the pump. There was patient involvement but no harm.

Manufacturer narrative:
Initial reporter address 1: (B)(6). A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.